Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found burn marks on ac power adopter and the main circuit board/printed circuit board (pcb) which resulted in a no power issue.

Event description:
This report is to advise of an event observed during analysis.